Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service required. There was no report of serious injury or harm. The device was returned to the third-party service centre. And observed the pca burn, box blower dirty, scratched ui panel. The customer complaint was reproduced. There was 1 error has been identified.